Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to physical stress that was applied to the distal end while the user was handling the device which led to damaged charge coupled device unit. Additional information identified the device passed the leak test. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that there was a video problem/black screen [no image] with the evis exera iii bronchovideoscope. The issue was found during preparation for use. There was no patient or user injury or harm associated with this event.

Manufacturer narrative:
The subject device was received at an olympus service center for evaluation. During inspection and testing, service found the scope connector port was loose, the adhesive on the bending cover (a-rubber) was cracked, and the charge coupled device (ccd) unit was detached. The investigation is ongoing. Therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.